Manufacturer narrative:
Blisster cracked due to enviromental stress cracking/lid misplacing.

Event description:
Damaged part that contains liquid. It was found when they went to open it on the sterile field. The sales rep further clarified that it was, in fact, the blister pack that was cracked and not the vial itself. There was no adverse consequence to the pt or delay in surgery or anesthesia time.